Manufacturer narrative:
It was reported that the stent was found being migrated from papilla to duodenum, perforating the papilla. There was another perforation with a false aneurysm on the distal side of the stent (hepatic duct). It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Migration can occur in any company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. It is difficult to identify the exact root cause because the device was not returned, information such as photo was not provided, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "the stent was found being migrated" it is assumed stent migration occurred due to condition at the patient's lesion, peristalsis of organs, foreign substances such as food, etc. In addition, perforation can occur in any company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Based on the description "coming into duodenum perforating the papilla. Also, there was another perforation with a false aneurysm above the upper side of the stent", it is assumed perforation occurred at the papilla, and similarly perforation occurred at the hepatic duct initially due to the complex influence of migration of the stent and pressure at the patient's lesion. And then after, it is assumed false aneurysm occurred at the hepatic duct due to the complex influence of the implanted stent and condition of the patient's lesion, etc, and the bleeding occurred due to perforation etc. However, it is difficult to identify the exact root cause because it is difficult to reconstruct the situation at the time of procedure. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi biliary stent may include, but are not limited to: stent migration, intestinal perforation, bleeding". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
(B)(6) 2020: it was placed with coming out of papilla. (B)(6) 2021: the stent was found being migrated and seems coming into duodenum perforating the papilla. Also, there was another perforation with a false aneurysm above the upper side of the stent (right below the bifurcation of hepatic ducts). Enbd was placed inside of the stent and finished the procedure. (B)(6) 2021: angiography was performed for the false aneurysm and no large amount of bleeding occurred.